Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to observe insulin drops exit the infusion set tubing during the fill tubing process. As the issues occurred in the past, troubleshooting was unable to be performed. The customer changed the infusion set and cartridge to resume insulin therapy. Reportedly, the customer's blood glucose was 420 mg/dl.